Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the surgeon found that the plastic tip of the barrel fell off. The surgeon had to look for the tip in the patient, after which the operation was completed with a same like device. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 12/15/2015. The actual device was returned with the cannula cap dislodged from the cannula tabs and evaluated. The device was visually examined and no other visual damages were noted. Functional examination revealed that the prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. Impact damage on the insertion fork caused damage bending on the prongs that is why the internal cannula components were not sliding properly. It is possible that cannula cap fell off from tabs due to damage on the fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.